Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 failed, which located on pmtxpcupx2. The customer attempted to recover storage space and rebooted the station and replaced belt as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was jammed. A field service engineer fse identified that some cubies had more medications and resulted a failure to open the drawer. Fse assisted the customer to unload the excess medication to resolve the issue. The drawers were tested using the hardware test application. The system functioned as intended after the field service engineer had investigated the device.